Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no known pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported problem was confirmed through eval. The unit was received inoperable due to a load set alarm, which corresponds with the reported symptom, determined to be caused by loose link screws. The alarm was resolved during eval by adjusting the screws. The screws were replaced during the repair process.